Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported right side deflation and concern with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side deflation and concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety¿product/procedure was received on (B)(6)2021 with catalog number mcghan 300cc. Visual analysis of the returned device identified fold creases, wear abrasion, white particles calcification -like in device outer surface, yellow particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified two curved sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp opening in the side valve/posterior assessed as unidentified (tear) opening.

Event description:
Patient reported, right side deflation and concern with the product. Device has been explanted.